Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The fi technician installed the touchscreen into a pi ventilator to duplicate the reported issue. The visual inspection of this touchscreen did not reveal any signs of damage or contamination. The touchscreen was tested, and the failure was confirmed. Pil found that the touchscreen flex circuit failed required resistance verification testing. The high out of specification (spec) resistance results are the reason for the touchscreen misalignment issue.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a misalignment in the touch position. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that there was a misalignment in the touch position. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported touchscreen issue. The pse calibrated the touchscreen, but the issue remained; therefore, the pse replaced the touchscreen and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.